Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following issues were noted on the right ventricular (rv) lead: variable/ high impedance, undersensing, oversensing, noise and a high sensing integrity counter count. A lead integrity issue was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.